Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient had surgery (B)(6) 2018 to implant the pain pump, then (B)(6) 2018 to modify the pump position as the pump had flipped. Last week (relative to (B)(6) 2019), on second attempt to fill the pump, they again were not able to fill it with morphine since again it had flipped a second time, requiring a third surgery. The patient had never filled the pump with morphine and needed a neurosurgeon to operate again to modify the pump position so they may fill the pump once the patient is cleared from the surgeon. No symptoms were reported. There were no further complications reported at this time.